Event description:
It was reported that the customer experienced on-going intermittent low blood glucose (bg) levels of "low" on the glucose monitor, resulting in disorientation. Low bg cause was not known. Customer consumed glucose tablets to address bg, with help from her husband in obtaining them. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.